Manufacturer narrative:
The device has been returned for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Started leaking after a dressing change at the point where the catheter inserts to hub (wings) of PICC from the green port.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint is not confirmed. The returned sample was connected to a 3 ml syringe. When flushing the catheter, a little leakage could be detected at the junction between catheter and wing. A microscopic examination showed a little tear at this area (see photo). The catheter was partly torn out of the fixation wing. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. This damage is typical for a tensile fracture in combination with the use of alcohol-based disinfectants. We don't know which kind of disinfectants had been used. We have a warning in the product's IFU, a special warning leaflet and a hint printed on the product's label concerning the use of alcohol-based disinfectant. As each catheter is flow and leak tested a manufacturing fault could be excluded. A review of supplier's manufacturing records did not show any deviations during production. This is the third complaint for batch 6474864 and the second for 8001914. Corrective action: no corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem. Vygon apologizes for the inconvenience and promises to meet and exceed our customer expectations for high quality products. Best regards, (B)(4) senior quality manager.

Event description:
Started leaking after a dressing change at the point where the catheter inserts to hub (wings) of PICC from the green port.